Manufacturer narrative:
H6 adverse event problem codes, corrected data: initial report inadvertently left out code b20.

Event description:
X-ray images and report were received and reviewed for this patient. Per the x-ray study report it was noted that there was a left chest wall vagus nerve stimulation device with discontinuous lead from the generator to the left lateral neck. The generator was located in the patient¿s upper left chest. The connector pin cannot be seen coming through the second connector block due to the quality/angle of the image. The filter feedthru were confirmed to be intact. The lead was observed in the patient¿s neck and appeared to be routed toward the patient¿s left chest. No further assessment could be made as far as the placement of tie-downs, fractures, and strain relief due to the angle and quality of the image provided. The cause of the patient¿s high impedance could not be determined based on the images provided. However, the presence of microfractures in the observed lead, the possible sharp angle in the feedthrough wire and discontinuities in the remaining lead sections cannot be ruled out.

Event description:
Patient presented with high lead impedance and was referred for x-ray images and a full revision. The x-ray images have not been reviewed to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.